Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen is out of calibration and displays coordinates outside readable area. There were no reports of any adverse patient events, no need for medical intervention, or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found that during the touchscreen test the keys on the touchscreen would randomly get stuck and intermittently respond when pressed. The touchscreen was unable to be calibrated. Further testing found contamination due to fluid ingress on the bottom edge of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.